Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stent fracture/break was not confirmed. The stent implant was stationary on the balloon between the markers. There was no break noted to the stent implant as reported. There were flared and stretched struts in the first ring on the proximal end of the stent implant. The proximal markers were scratched sporadically. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure; however, the investigation was unable to determine a conclusive cause for the reported stent fracture/break. Based on the information reviewed and analysis of the returned device, a conclusive cause for the reported stent break cannot be determined; however, it is likely the device interacted with the a heavily calcified, moderately tortuous lesion during advancement, as resistance was noted, causing the reported failure to advance, noted scratched proximal markers and stent damage. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the moderately tortuous, left circumflex (cx) artery. A 4x18mm xience xpedition drug eluting stent (des) met resistance with the calcified anatomy and fractured a stent strut. The device was removed, and another device was used to successfully complete the procedure. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.